Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The device was microscopically and visually examined. There were numerous kinks to the hypotube. There was blood and contrast in the inflation lumen. There was exit notch damage and blood present in the guidewire lumen. The balloon was loosely folded and had tip damage. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole in the balloon located at the proximal end of the proximal markerband. There was no markerband damage detected. The device failed to inflate to rated burst pressure. During functional testing the device was found to have a pinhole damage to the balloon.

Event description:
It was reported that balloon rupture occurred. A 2.50mm x 12mm emerge balloon catheter was advanced for dilatation. However, during initial inflation at 10 atmospheres for 5 seconds, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. A 2.50mm x 12mm emerge balloon catheter was advanced for dilatation. However, during initial inflation at 10 atmospheres for 5 seconds, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported.